Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. If the device is returned, a supplemental report will be submitted. The manufacturing records for the lead was reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a follow-up visit with a patient a week after being implanted with an evoke spinal cord stimulation system, the patient reported not receiving adequate pain coverage. During reprogramming, limited ecap signals were identified. An x-ray showed the active anchors were still in place, but both leads had migrated. It was noted that at time of implant, the leads were confirmed to be engaged in the anchors and providing appropriate tension. Both leads were revised on (B)(6) 2023. It was noted one of the active lead anchors was not applying appropriate force to the lead and was tightened but the lead still moved in the anchor. The lead was relocated to cover pain area. A dog bone cranial plate was used to fixate the lead. The two leads were then sutured together, and an additional suture was placed around the anchor and tightened. Impedances were monitored throughout the revision procedure and were in normal range. Post operative, dermatomal coverage of pain area was achieved, ecaps were visualized, and closed loop was established. The patient¿s pain score reduced and therapy was reported to be working well.